Event description:
It was reported that the physician had been trying to get a hold of the patient due to concerns of ventricular fibrillation (vf) observed on the remote monitoring system with only a pacemaker implanted, however were unable to reach the patient. The following day the right atrial (ra) lead had a lead safety switch from bipolar to unipolar due to spike in high out of range impedances greater than 3000 ohms. The lead remains in-service, and no further details were able to be obtained. No adverse patient effects were reported. Additional information was received that the patient with only a pacemaker had passed away during this previously reported vf event. There were concerns about the patient outcome initially due to the length of vf observed and then high ra pacing impedances out-of-range the following day, however they were unable to get a hold of the patient and good faith effort did not provide any further details.

Event description:
It was reported that the physician had been trying to get ahold of the patient due to concerns of ventricular fibrillation (vf) observed on the remote monitoring system with only a pacemaker implanted, however were unable to reach the patient. The following day the right atrial (ra) lead had a lead safety switch from bipolar to unipolar due to spike in high out of range impedances greater than 3000 ohms. The lead remains in-service, and no further details were able to be obtained. No adverse patient effects were reported. Additional information was received that the patient with only a pacemaker had passed away during this previously reported vf event. There were concerns about the patient outcome initially due to the length of vf observed and then high ra pacing impedances out-of-range the following day, however they were unable to get ahold of the patient and good faith effort did not provide any further details.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned. Visual inspection revealed the lead was returned in two pieces from explant, and the setscrew marks were in the correct location on the terminal pin. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. An x-ray was performed with no anomalies to the conductors. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the report of high impedances, however it was likely that the out-of-range value was related to the measurement being taken the day after the patient had passed away.

Event description:
It was reported that the physician had been trying to get a hold of the patient due to concerns of ventricular fibrillation (vf) observed on the remote monitoring system with only a pacemaker implanted, however were unable to reach the patient. The following day the right atrial (ra) lead had a lead safety switch from bipolar to unipolar due to spike in high out of range impedances greater than 3000 ohms. The lead remains in-service, and no further details were able to be obtained. No adverse patient effects were reported.